Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was unable to dispense medication. The technical support specialist remotely accessed the station and restarted the application. After the restart, the user was able to issue the medication successfully. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.